Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, and a stained end cap sticker. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer stated that the buttons stopped working after the insulin pump was dropped in the toilet. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 76 mg/dl. Nothing further was reported.